Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was replaced to resolve the issue with video processor (vp). The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the reported failure was replicated. The vp has no power, and the unit was not turning on. Further investigation showed the video processor power distribution board had no power. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the video processor had a "self-test in progress" message. The customer stated that he had attempted to power cycle the system a couple of times, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed and confirmed 31243 errors for the video processor (vp) timing out. The isi tse had the customer perform a hard power cycle on the vision side cart (vsc), power down the system, cycle both power switches on the vp/endoscopic controller (ec), reseat the gray fiber cable on both ends, and confirm both power cords were fully seated on both ends. The customer performed the recommended troubleshooting steps, but the issue persisted. The customer also stated that the led by the gray fiber cable was red and even after moving it to a different port on the core, the vp was not responding. The customer was going to move the case to their other system. The site was completing the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed and system functionality was checked upon powering on the system. The system did initially power on without errors. The isi tse was contacted for troubleshooting and not all steps were completed. The procedure was completed robotically with another system with no patient injury. The surgeon did not disable or discontinue the use of the arm due to an issue and completed with all 4 arms.